Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were unsure when the device stopped working. After they were implanted, they noticed remarkable improvements with their symptoms and had no complaints. On 2025-feb-24, they went to the office stating they were having problems with their programs. The patient showed an abnormal impedance on electrodes 0 <(>&<)> 1, but they were able to add special programs (program a-program d) and work around the impedance. The exact impedance value was unknown; the device was reported to have reached "maximum settings" at or below 0.6 ma, according to the patient. To troubleshoot the issue, the patient tried all the programs provided (including programs a-d), and they were not able to exceed 0.6 ma. The cause was not known. On 2025-may-12, the patient stated they were no longer able to increase the stimulation on any program provided. The doctor had discussed a lead revision to address the problem, and the patient was unsure about what they would like to do next. The patient also reported a return of baseline symptoms--urinary incontinence, urinary frequency, and urinary urgency. The issue was ongoing. The p atient had not decided whether they would like to have the device removed or revised.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6) serial#, implanted: on (B)(6) 2024: product type: lead, product ID: tm90q0, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 19-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient stated that it seemed like their communicator quit working. Patient stated that they changed programs and now they were at their current setting which is 0.3 and it won't let them go any more than that. Patient tried changing again this morning and thought maybe the battery was low so they went and spent several hours making sure everything was charged up. Patient then tried again and is getting the same thing on all programs. Patient mentioned that they tried to bring the stimulation down but when they try to increase get a message that the system is operating at maximum settings and therapy cannot be increased. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. (Con): additional information was received from the patient. They reported that on (B)(6) 2025, that the cause of the system operating at maximum settings and therapy could not be increase was due to bad lead. The swapped to program a, b, c, d and programs 1 through 7, but it did not work. They also stated that the lead was working on program b but they will wait and see if abcd work or not.